Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). Calibration signals were below expectations. Quality controls recovered within range. Upon review of the alarm trace, sample foam detection alarms, sample short alarms, and a sample clot detection alarm were observed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 161 pg/ml. The sample was repeated, resulting in a troponin t value of 24.6 pg/ml. This value was reported to the patient based on the patient's medical history. The sample was repeated on a second analyzer, resulting in a troponin t value of 24 pg/ml.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. A general reagent issue was not present because controls run prior to the event were within range.